Manufacturer narrative:
(B)(4). Lot number - complainant provided a lot number; however, it was discovered to not be valid for this item. Concomitant medical products: cortical screw 3.5 x 60mm, catalog# 815037060. Cortical screw 3.5 x 44mm, catalog# 815037044. Fibula comp lock plate 8h, catalog# 816204008. 4.0mm canc lock screw 14mm, catalog# 816140014. 4.0mm canc lock screw 12mm, catalog# 816140012. 4.0mm canc lock screw 24mm, catalog# 815037024. User facility has indicated that the product is available for evaluation, however, has not responded to requests of product return. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported the patient underwent a subtalar arthrodesis to remove a plate and screws due to experiencing right ankle pain, which was impacting activities of daily living; conservative treatment had been tried with no relief. It was noted that three screws had fractured; the patient retained part of one of the fractured screws.

Event description:
No additional information was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.